Manufacturer narrative:
Section d6a: date of implant corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Further review of the downloaded log files revealed an unknown driveline disconnect on (B)(6) 2025 from 07:52:46-07:53:38.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this investigation. Upon further review, the information covered in this record was determined to be non-complaint. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline disconnect was during the controller exchange. There were no adverse patient consequences as a result of the driveline disconnect. The patient tolerated the controller exchange without any adverse events.